Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: autobahn; stent: promus premier. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mid left anterior descending coronary artery, which had mild tortuosity, moderate calcification and 99% stenosis. For post-dilatation of a non-abbott stent, a 2.25x12mm nc traveler balloon dilatation catheter (bdc) was soaked and air aspiration was preformed outside of the patient anatomy prior to use. The 2.25x12mm nc traveler bdc was advanced to the target lesion and inflated once to 14 atmospheres. The 2.25x12mm nc traveler bdc was removed from the patient anatomy to check stent apposition by angiography. The 2.25x12mm nc traveler bdc was advanced to the lesion again and 18 atmospheres of pressure was applied but the balloon was not inflated. The 2.25x12mm nc traveler bdc was removed from the patient anatomy and a rupture was noted. A new 2.25x12mm nc tenku bdc was used to successfully complete the procedure. Post-procedure, the stenosis was 10%. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.